Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. The pump also had no button response due to corroded keypad traces. No button error alarms were noted. No display anomaly was noted during testing.

Event description:
Customer called in to report that she had high blood glucose of 203 mg/dl, the insulin pump is alarming button error and the buttons are not responding. Customer stated that she changed the battery, but the button error did not stop. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.